Event description:
A report was received that the patient experienced occlusions twice in twelve hours. It was also reported that the patient's blood glucose was elevated. The patient reportedly experienced hypoxia, brain damage, and sepsis, and subsequently expired.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.